Manufacturer narrative:
The insulin pump powered up properly after battery installation. No partial display, unreadable display, or missing segments noted. The insulin pump was received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had lots of scratches on the screen and unable to read the screen. The customer¿s blood glucose level was unknown. Customer stated they can not read the display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.